Event description:
Additional information provided noted that the device was returned for analysis.

Event description:
Boston scientific received information that this patient presented to the hospital after experiencing a syncopal episodes. While in the hospital six seconds of asystole was noted. A magnet was put over the device and normal capture was restored. When the field representative removed the magnet to check the device all lead parameters appeared normal, besides a slight elevation in the pacing thresholds. The right ventricular (rv) lead output was increased to ensure capture. The device continued to function normally after reprogramming. A follow up was scheduled.

Manufacturer narrative:
(B)(4). This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
A lead replacement was performed. Prior to the procedure, the field representative noted no loss of capture. The lead was replaced and surgically abandoned while the deviec was also replaced and explanted. The device will not be returned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.